Manufacturer narrative:
This incident was recorded under cmp-(B)(4). Following sections were updated or corrected : a3, b4, b5, g1, g3, d2, d4, d9, e1,e2,e3, g2,g6, g3, h1, h2, h3, h4, h6, h10 g2: foreign country - france review of the most recent repair record determined the reported event could not be duplicated, however, the motor speed was unstable and motor was replaced. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. . The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the graft harvested was of poor quality but an additional device was not used to finish the surgery. There was a 16-30 minute delay where the patient was not under anesthesia. No indication of an additional graft being taken was provided. Upon investigation the motor speed was noted to be unstable. Diligence is complete and no further information is available.

Event description:
It was reported that there is a problem with tissue removal. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Diligence is in progress, to date no additional information has came in.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends